Event description:
It was reported that the nurse burned her hand while handling the light cable outside of the 2.2 light source during use. The operation was completed without harm to patient and without delay.